Manufacturer narrative:
D9: date returned to mfg.: 1/15/2025. Received one device, customer reported complaint of ¿¿ it was stated in the report that the device got errors 41781 and 46441¿¿. Dso seal is cracking. Pass after repair. Confirmed by performing performance verification tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device got errors 41781 and 46441. This occurred during startup. There was unknown patient involvement, and unknown signs or symptoms experienced.